Event description:
The end user was in a G5510 Bed, taking a nap, and didn't realize he had rolled over on the bed remote causing it to go up as far as it would go. When he put his foot down to answer the phone, he fell out of the bed head first. He shattered his pelvis and broke his hip. He pressed his life alert button and he was taken to the closest hospital. Due to his injuries, he was put in a nursing home under hospice and passed away.

Manufacturer narrative:
The subject device was a G5510 Full Electric Bed. The serial number could not be provided at the time of this report. The age and manufacturer of the bed is unknown. This model bed has been manufactured at the Invacare Sanford and Invacare Invamex locations. The Invacare Sanford location is no longer in operation. The G5510 Bed is currently being manufactured at Invamex, so their information and CFN Number were used for this MedWatch. A return of the bed was requested; however, after following up with the caller there has been no further response regarding the availability of the bed to be returned. No return is expected at this time. There was no malfunction of the bed alleged. It has been determined that this event was the unfortunate outcome of unintended use error when the user rolled over onto the bed pendant. The specification prints of both possible pendants for the bed were reviewed and confirmed the buttons are recessed to help prevent accidental activation of the bed's functions.The Owner's Manual for the G5510 includes the following warnings: Risk of Death, Injury or Damage - Improper use of this product may cause injury or damage. To avoid unintentionally pressing the pendant buttons and causing injury or damage: - DO NOT place pendant under or between objects.Should additional information become available, a supplemental record will be filed.